Event description:
It was reported that a ems was used during a hernia repair procedure. It was reported by the affiliate that the first staple did not hold on cooper ligament. After second firing, the instrument jammed. There was no consequence to the patient.